Event description:
Customer reports to have experienced high blood glucose of 380 mg/dl, 444 mg/dl, 459 mg/dl. Customer's blood glucose at the time of call was 161 mg/dl. After troubleshooting, customer was advised to contact health care professional due to high blood glucose not being caused by insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).